Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent embolization occurred. During cardiac catheterization, a lesion was located in the saphenous vein graft (svg). The target lesion characteristics were not provided. A 6 french left coronary bypass guide catheter and a 6 french multipurpose guide catheter were advanced to the svg. A non-bsc 190cm guide wire was used and placed in the distal portion of the artery. Aspirin, plavix and angiomax were administered. A maverick 2.50x9mm balloon was used to pre-dilate the lesion at 10 atm for 30 sec and the balloon was removed. Next the physician attempted to advance a taxus express2 2.50x12mm drug eluting stent but was unable to pass the stent through the graft as the graft had multiple stent sthat were previously placed. Two more unsuccessful attempts were made to advance the stent. The physician decided to remove the stent delivery system and as it was being pulled back into the guide, the stent dislodged from the balloon into the bypass graft and the balloon catheter came loose into the guide. Several attempts were made with a snare catheter to retrieve the stent, but were unsuccessfully. Finally a maverick 2.50x15mm balloon was used to crush the stent up against the graft wall. The stent was deployed against the wall and the lumen was without any significant lesion. The final result of the lesion was less than 10% stenosis. The patient tolerated the procedure well. There was one episode of vagal response for which atropine was administered twice. The patient was also given dopamine and will be weaned off at a later time.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.